Manufacturer narrative:
(B)(4). On an unreported date during the hospitalization for enteritis, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown, but was reported to have possibly been due to an event of enteritis. Treatment for the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. The hospitalization that had begun previously was prolonged due to the peritonitis event and hospitalization remained ongoing at the time of this report. The patient was not recovered from the peritonitis event. No additional information is available.